Event description:
It was reported that during a gastric bypass procedure, the device stapled correctly only on one side of the bowel. The other side was still open. It was closed with manual suture. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the lot number for the ple45a was found to be invalid: m90o7l. Is the correct lot number m9007l? Yes. Were staples delivered into the tissue on the side that was open? No. If yes, please describe the shape (malformed, unformed, etc.)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Staples not visible on the specimen side.

Manufacturer narrative:
(B)(4). Additional information: batch # l55l3c. The analysis found that one ple45a device was returned in good visual condition and with one ecr45b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.